Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella support, continuous suctioning issues were noted. During start of procedure, continuous suction was experienced and held throughout duration of procedure and position was confirmed several times prior to transport to intensive critical unit (ICU). Additionally, after patient was settled in ICU, pump experienced continuous suction and position of the impella was confirmed again. However, the patient was in a critical condition and family decided to withdraw care. Patient subsequently expired.

Manufacturer narrative:
B: added product malfunction h6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: pump suction: the pump was not returned for investigation. It was implanted at noon on 8-august and used for 15 hours. Data logs were reviewed, and the pump was noted to be in suction condition throughout the case. During the first 7 hours of the case, a slowly improving pump flow trend was observed while the pump operated at a steady p-level, with noted fluctuations/trending placement signals. A motor current spikes were reported around 7 hours into the case, accompanied by a drop in pump flow and trending placement signals until the end of the case. Clinically, the iabp site was bleeding during the time of suction, and blood was administered during the case. The doctor confirmed good pump position and ruled out rv issues. The cause of the pump suction was most likely related to the patient condition, based on data log review and the provided clinical details. Device history review: the pump passed all post sterile inspection checks.